Event description:
While using a bovie -esu- the wand was accidently hidden, and then activated under drapes during an or surgical procedure. The wand caused a small fire to be started in the drapes. No one was harmed by the fire, as it was controlled before it spread. User error is evident.